Event description:
During the procedure, surgeon attempted to use device to assess patient's uterine cavity. Novasure machine performed assessment, but did not pass the integrity tests on multiple attempts. The hand piece was not working correctly. A second (new) hand piece was given to the surgeon to perform a cavity assessment. This device also did not pass the machine's integrity test. It was then determined by the surgeon to complete a diagnostic laparoscopy and found, two perforations in the patient's uterus. It is unknown the exact cause of the perforations.====================== manufacturer response for novasure endometrial ablatoin kit, (brand not provided) (per site reporter).====================== none at this time.====================== manufacturer response for novasure endometrial ablation kit, (brand not provided) (per site reporter).====================== none at this time.